Event description:
Scd (sequential compression device) machine not reading #2 tubing. Retrieved new scd machine that worked. Malfunctioning scd machine taken out of service and report filed with clinical engineering.